Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The investigator was unable to advance a boston scientific guidewire through this device due to the inner lumen damage. The guidewire used by the customer was not returned for analysis. A visual examination identified inner lumen damage approximately 50mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues noted with the balloon material. As per the instruction for use, the rated burst pressure for this device is 12 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. One of the blades was noted to be slightly lifted. A visual and tactile examination of the hypotube, identified a kink approximately 385mm proximal from the distal tip.

Event description:
Reportable based on the device analysis completed on 09sep2025. It was reported that the device was difficult to load wire. The stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the guidewire could not be inserted into the guidewire lumen. Furthermore, it was attempted to reinsert the balloon protector that was originally mounted on the product, but it could not be inserted. The procedure was completed with the use of a different device. There were no patient complications. However, the device analysis revealed that the blade was lifted.